Event description:
A ventilator was returned to a third party service center for evaluation. There was no harm or injury reported. The components replaced at the third party service center were returned to the manufacturer for investigation. During the investigation, a test step failed due to a faulty oxygen sensor on the returned oxygen blending module board. The oxygen blending module board was scrapped.